Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a pump exchange on (B)(6) 2013 (reference MFR # 2916596-2013-01361) and was placed on the system controller. Post operation the flow reading displayed "---" (indicating the estimated flow was outside the expected operational range). The system controller was exchanged, but the patient continued to receive unexpected flow readings while using the backup system controller. The patient was reported as symptomatic during the event. The patient was then switched to another system controller and the event resolved.